Manufacturer narrative:
B3 - date of event: used 12/01/2024 as the event date was not reported.

Event description:
It was reported that a device fracture occurred. The target lesion was located in the very tortuous and non-calcified prostate artery. A 200 cm x 10 cm fathom -14 guidewire was selected for prostatic artery embolization (pae). During the procedure, it was noted that the wire was difficult to track and navigate. Subsequently, when the guidewire was slowly pulled out, the guidewire looked unraveled, and the distal end of the wire appeared to be broken. The procedure was completed using this device. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: used 12/01/2024 as the event date was not reported. Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. Visual inspection was performed, and the guidewire was returned, and it is possible to observed that the distal tip was detached, moreover the distal tip was unraveled and stretched. No other issues were identified during the product analysis.

Event description:
It was reported that a device fracture occurred. The target lesion was located in the very tortuous and non-calcified prostate artery. A 200 cm x 10 cm fathom -14 guidewire was selected for prostatic artery embolization (pae). During the procedure, it was noted that the wire was difficult to track and navigate. Subsequently, when the guidewire was slowly pulled out, the guidewire looked unraveled, and the distal end of the wire appeared to be broken. The procedure was completed using this device. No patient complications were reported.